Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Externalized conductors were suspected to be the cause of the electrical anomalies. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
X-ray views have been provided to abbott, however, externalized conductors could not be confirmed, so we cannot fully confirm the event. Based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.